Event description:
It was reported that after an initial bunion surgery, a broken screw was discovered post-surgery. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a broken screw was discovered post-surgery. No other patient outcomes were reported as a result of this event. Additional information from the surgeon also indicates the first metatarsal was over-corrected. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits and screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.